Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : the complaint states: ¿it was detected that the cmw product did not have the internal buffer with the product description¿ the complaint description does not provide enough information to determine which component of the unit is missing. The reported problem and root cause cannot be confirmed as no product has been returned for examination. This investigation assumes that the ¿internal buffer¿ refers to either the patient label set, or the IFU. Retained samples were checked, and each unit contained the required IFU and patient labels. The final packing of depuy cmw 1g product is a process that contains both manual and automated steps. The steps related to the insertion of the patient label and IFU are automated and use the stream feeder machines. These steps are followed by automatic closing, sealing and labelling before being weight checked. Any units that fall out of tolerance for the product code are rejected. As no sample or other investigational inputs of the product have been supplied, this complaint cannot be confirmed. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Re-open investigation: (B)(6) 2019. Photographs were taken by the warsaw chu of the returned sample. Photos are of the unit carton label, the IFU and the empty unit carton. No evidence from these photographs to establish root cause for this complaint. Device history lot : 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary :the complaint states: ¿it was detected that the cmw product did not have the internal buffer with the product description¿ the complaint description does not provide enough information to determine which component of the unit is missing. The reported problem and root cause cannot be confirmed as no product has been returned for examination. This investigation assumes that the ¿internal buffer¿ refers to either the patient label set, or the IFU. Retained samples were checked, and each unit contained the required IFU and patient labels. The final packing of depuy cmw 1g product is a process that contains both manual and automated steps. The steps related to the insertion of the patient label and IFU are automated and use the stream feeder machines. These steps are followed by automatic closing, sealing and labelling before being weight checked. Any units that fall out of tolerance for the product code are rejected. As no sample or other investigational inputs of the product have been supplied, this complaint cannot be confirmed. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was detected that the cmw product did not have the internal buffer with the product description.